Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced device damage while still considered operable. The following information was provided by the initial reporter: we would like to report alaris tubing that is cracking during chemo therapy infusion. We had a chemo spill. This is the second chemo spill that has been related to cracked alaris pump tubing.

Manufacturer narrative:
H6: investigation summary: a complaint of tubing being cracked and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. . Initial reporter facility name: (B)(6) campus. Device manufacture date: unknown. Investigation summary: a complaint of tubing being cracked and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced device damage while still considered operable. The following information was provided by the initial reporter: we would like to report alaris tubing that is cracking during chemo therapy infusion. We had a chemo spill. This is the second chemo spill that has been related to cracked alaris pump tubing.